Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the moderately calcified, severely tortuous left anterior descending (lad) artery. An aneurysm was present in the lesion location prior to intervention. The physician attempted to place the 2.75x32 mm taxus express2 drug eluting stent in the distal lad, but was unable to reach the lesion. When the physician attempted to withdraw the 2.75x32 mm stent, it became stuck in the proximal portion of the lesion and the physician deployed the stent. Next the physician deployed the 1st 2.75x16 mm taxus express2 drug eluting stent in the distal portion, crossing through the 2.75x32 mm taxus stent, without complication. A dissection was observed in the gap between the stents in the location of the aneurysm. The physician attempted to place the 2nd 2.75x16 mm taxus express2 drug eluting stent, overlapping the 2 previously placed stents (covering the gap/dissection/aneurysm). The stent became stuck on a stent strut of the previously placed 2.75x16 mm taxus stent (near the ostium of the lad). Excessive force was used when the physician attempted to remove the stent. The shaft fractured inside the patient, leaving a portion of the shaft, balloon, and stent inside the patient. Multiple attempts to snare the stent, balloon, and remaining shaft were unsuccessful. Ivus showed the balloon markers hanging 8 mm's into the aorta. The location of the stent could not be identified on ivus. The patient was sent to surgery, the following day, for removal of the remaining pieces. All remaining pieces were successfully removed. The patient did not experience any additional complications. Patient status reported as "fine."